Event description:
The customer reported to olympus, the high definition autoclavable camera head did not give a picture and made a ticking sound. This was observed during an unspecified procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. As a result of the poor water-tightness of camera unit, the color tone of the image was not correct. The water leak in the camera unit, caused the zoom function to not work smoothly. The camera unit was also deformed. It is possibly that the ticking sound heard by customer was caused by residual moisture inside the camera head and a resulting electrical short circuit. A device history record review was completed, and no issues were identified. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.